Event description:
The patient reported that the pump was self-suspending without user intervention. The patient reported that this issue occurred on 4 occasions: pump suspended on (B)(6) 2011 at 9:17 pm, and resumed 9:28 pm, on (B)(6) 2011 at pump suspended at 7:54 am resumed 7:55 am, suspended 7:55 am and resumed 7:55 am, suspended 10:24 am and resumed at 10:24 am.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history verified that four suspends occurred on (B)(6) 2011; the pump was resumed within one minute for each suspend. The pump was exercised for 29 hours with no self-suspends occurring. A suspend was programmed during testing, and the pump emitted the appropriate audiovisual alerts. The complaint could not be duplicated during testing. Unrelated to the complaint, investigation revealed that the battery cap was stuck. There was no damage found to the battery cap/compartment threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.